Event description:
Business partner reports pt infection. Follow up attempts have been made to obtain more info with no reply to date. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. This report is related to (B)(4), 9614392-2012-00024. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.